Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false reactive architect hbsag qualitative ii result. The customer provided the following data: sample ID: (B)(6), initial result = 2.4 s/co, repeat result = 4.5 s/co. Specimen was confirmed with neutralization test twice (result = 99%). The customer reported the sample was repeated on an alternate method and generated a negative result. Further tests of anti-hbc and anti-hbs results were negative. There was no reported impact to patient management.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined no trend in complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Customer field data was used to assess the performance of the architect hbsag qualitative ii assay using worldwide data through abbottlink. The median population result for lot 39331fn00 is comparable with all other lots in the field and falls within established baselines, confirming no systemic issue for the lot. Based on the investigation, no deficiency for lot number 39331fn00 was identified.